Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with complaints of mild right lower extremity (rle) swelling, driveline infection concerns, and a yellow wrench alarm. A backup battery (ebb) fault alarm was noted since the night before. Interrogation showed some low voltage alarm events. The patient denied depleting or sleeping on batteries. The ebb was reseated and the yellow wrench/ebb fault alarm resolved. Rescue tape was noted on part of the modular cable and patient cable. Log files were submitted for review and captured three separate instances of low voltage hazard/no external power events on 06jun2025 in the afternoon. It appeared that the mobile power unit (mpu) lost total power enabling the ebb in the system controller until power was restored to the mpu. Ebb faults were also noted starting at 0343 on (B)(6) 2025 and continued for the remainder of the log. It appeared that these faults were caused by the ebb failing the load test. The patient was transferred from another facility and admitted from (B)(6) 2025. Cultures were obtained from drainage from driveline site. Deep vein thrombus ruled out by doppler.

Manufacturer narrative:
Corrected data: section d6a: date of implant corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was admitted from (B)(6) 2025 to (B)(6) 2025. The patient had drainage from the driveline site and cultures were obtained. The swelling was mild and deep vein thrombosis (dvt) was ruled out via doppler.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.